Manufacturer narrative:
This report is related to 1820334-2026-00588-00 reported by our sister company cook incorporated for a device manufactured by them that was used in the same procedure. Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During the implant procedure there was a leak with this limb. The patient is going to be rescanned at one month follow up to see if leak is still there. (Cook incorporated complaint (B)(4) on a zsle graft that was used in a fenestrated case.) During imaging review for (B)(4), the medical director indicated that based on this snapshot of the total imaging (a video had been provided by the rep) the endoleak looks to be a type 3a between the zsle and a zbis graft manufactured by william cook australia. "[Product information including size and lot number not currently available]"